Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter: attorney.

Event description:
Der states that 36+5 cocr head and 36x60 ultamet liner removed and replaced (ceramic/poly) due to metal ion levels. Doi: unknown; dor: (B)(6) 2018; right hip. Ad 05 jul 2018: pinnacle litigation records received. In addition to what was previously alleged, litigation alleges discoloration and paleness in the skin, elevated metal ions, pain, disfigurement, distress and injury.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch ,a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
After review of medical records, patient was revised to address increased pain and right hip metallosis. Revision stated, the head was found to have metal stained tissues and fluid.